Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had less than 3 months of remaining battery longevity around 4 months ago and when it was interrogated, it had entered safety mode. Technical services (ts) was consulted and discussed device therapy delivery under safety mode, with device replacement recommended. Subsequently, this crt-p was explanted. A new device was implanted. No additional adverse patient effects were reported.